Event description:
Healthcare professional reporting capsular contracture baker grade iii and double capsule. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Continued e1 phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and double capsule. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reporting, capsular contracture, baker grade iii. And double capsule. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Inflammation/ irritation: unable to observe, since it is a medical event. And is not related to the device. Double capsule: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particles and deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.